Manufacturer narrative:
Concomitant product: hl-90 hotline fluid warmer domestic with serial (B)(4). Occupation: manager.

Event description:
Information was received indicating that a smiths medical level 1 hotline system was missing fluid warming sets (a carton of 30). The issue was discovered on opening the product and there was no patient or clinical injury.